Event description:
It was reported that the inner threads are damaged. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation revealed that the inner thread of the inserter is badly damaged. It is clearly visible that the thread was not screwed in far enough and the top runs of the threads are completely compressed, also it was damaged during the hammering process. Revisiting the surgical technique is suggested in order to eliminate such problems in the future. No manufacturing related fault could be detected.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6).